Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up properly and taking too long. There was a remote alert indicating that the host pc was not able to communicate with the flexvision pc within 105 seconds. Rse asked the customer to perform a system reboot. The customer shut down the system and reset the breaker in the m cabinet, which resolved the reported issue. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was not booting up properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.